Manufacturer narrative:
The pump was received with motor error alarm. Unable to perform basic occlusion, occlusion, prime and the excessive no delivery alarm due to motor error. Motor passed outside of unit. Pump was received with minor scratches on the lcd window, cracked display window corners, cracked case at display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when she was changing her site. Troubleshooting was able to clear the alarm and customer was able to rewind pump however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.